Event description:
Customer's mother called to report a pod that she felt was not delivering insulin. Her daughter's blood glucose levels were elevated and ranged between 137-479 mg/dl before taking this pod off and starting a new one successfully. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.